Manufacturer narrative:
Initial reporter phone number and address were not provided.

Event description:
The customer received a blood glucose reading of 140mg/dl on the contour meter then retested on a different meter and the reading was 81mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product is to be replaced at this time.